Event description:
On 23rd may, 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated the headlight and underside covers were cracked resulting in missing particle. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text: device not returned to manufacturer.

Manufacturer narrative:
Initial reporter was getinge technician. The correction of h6 investigation findings and h6 medical device ¿ problem code deems required. This is based on the internal evaluation. Previous h6 medical device ¿ problem code : mechanical problem/detachment of device or device component 2907. Corrected h6 medical device ¿ problem code : mechanical problem/detachment of device or device component 2907 / material integrity problem/crack 1135. Getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated and confirmed by photographic evidence the headlight and underside covers were cracked resulting in missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Defective covers set transparent plastic cover - l50 (ard368611998), l50 - s/a upper cover with fork v3(ard368609996), s/a lower cover with dimmer - l50(ard368608998), l50 - s/a upper cover with fork v3(ard368609996) were replaced and device back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since the crack of covers, leading to missing plastic particles could be considered a technical deficiency, and in this way the device contributed to the event. The provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing reportable events for this type of issue we were able to establish that the received incidents are occurring at a moderate ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. According to the analysis performed by the subject matter expert regarding the cracks on transparent cover, the incident is due to inappropriate use. A shock with another device is the most probable root cause of this incident. If the described failure occurs, the user can visually detect it during the daily checks performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. To prevent any incident the lucea50-100 user manual (IFU lca, rev. 11, pages 27-28) mentions: ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections. As stated by the subject matter expert at the manufacturer¿s site, according to the picture provided, the plastic top cover is deteriorated in the corner and a broken part is missing. The damages were probably caused by a collision. The cover involved was not returned for evaluation. A new cover available as spare parts in the kit ard368609996 must be installed in order to replace the cover damaged and to avoid any incident. To prevent any safety issue the instruction for use lucea 50/100 (IFU lca, rev. 11, pages 27-28) mentions to check the light heads for chipped paint, impact marks and any other damage, during the daily check. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).